Manufacturer narrative:
Stryker evaluated the customer's device but was unable to verify or duplicate the reported issue. As a precaution the battery pins were replaced. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Correction: section h3, device evaluated by mfg of the initial medwatch report (MFR report # indicates: no; section h3, device evaluated by mfg of the initial medwatch report (MFR report # should indicate: yes.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.